Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The device was not returned for evaluation. It was reported that during therapy the device stopped working. Potential causes for the issue experienced are:- 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified 2. The dressing was saturated and needed to be changed 3. The batteries needed to be changed 4. The device detected unsafe levels of use and so entered an error state for patient safety we have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, after two days of using pico, it stopped working and it did not turn on. The procedure was successfully completed without delay using a smith-nephew back-up device. No patient injury or other complications were reported all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.